Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 27.6-28.0cm from the connector pin, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.7-12.0cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
The lead was returned in two segments for analysis. External insulation abrasion was noted at 27.6-28.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.7-12.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented in clinic for normal follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced.